Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. After the first pullback, it was noted that the tip part of the catheter was separated. The procedure was completed with another of the same device. There was no injury to the patient.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. After the first pullback, it was noted that the tip part of the catheter was separated. The procedure was completed with another of the same device. There was no injury to the patient.